Event description:
Reporter noted handpiece ceased funtion, and error message appeared on screen. Following dfus they pressed continue and completed surgery. A small corneal burn was noted during the procedure. No intervention reported.